Event description:
The physician noticed that the scissors he was using had a piece missing. He located the piece in the bladder and removed it from the patient. He did not see any other missing pieces.